Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a blister under one of the sensing electrodes which opened. Patient reported another spot on the left arm rib cage down towards the back which is raw. There was no alleged device malfunction contributing to the irritation. Patient advised that his doctor told him to take the lifevest off as he is allergic to something in the electrodes. Follow up indicated that the irritation has healed due to not wearing the lifevest anymore.